Manufacturer narrative:
A field service engineer (fse) replaced the canisters with blue lids.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding cracked hydro canister lids which caused liquid waste to leak from the canister on unicel dxc 800 synchron clinical systems. There is no indication that any personnel were exposed to chemical or bio-hazardous material.